Manufacturer narrative:
Initial.

Event description:
It was reported that the user left the ilet pump on a charging pad while away from home, resulting in suspended insulin delivery and subsequent high blood glucose; upon return, the user reconnected the pump and glucose values in the 300s decreased without the need to revert to alternative therapy. Symptoms included hyperglycemia without reported clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper or incorrect procedure or method, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.